Event description:
It was reported that during an infusion set and cartridge change, the user had difficulty removing the adhesive backing, touched the adhesive surface, and the infusion set adhesive folded over twice before a third set was successfully applied and insulin delivery resumed; the issue aligned with an incorrect procedure during deployment, and the relevant device component was the cannula. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper method during application of the infusion set and involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.